Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a broken connector, the unit's atrial connector was broken. It was additionally noted that the ring attachment was broken, the display was scratched (though considered acceptable) and the upper case mounting points were broken. The main board was calibrated, the battery contacts were cleaned, affected parts were replaced and the device then passed all tests.

Event description:
It was reported that the external pulse generator had a broken connector. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.